Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gi endoscopy with a biopsy procedure performed on (B)(6) 2023. During the procedure, the clip did not trigger the shot. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that did not trigger the shot. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. Functional evaluation was performed, and it was observed that the handle does not have communication with the clip assembly. No other problems with the device were noted. With all the available information, boston scientific corporation concludes that the reported event of clip did not trigger the shot was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer to need to apply an excessive force to close the clip arms in order to activate them, providing enough force to cause the clip to detach from the bushing but not fully deploy. Most likely the clip got incorrectly position by an attempt to reposition the clip into the bushing, and excessive force on the clip caused the control wire and clip detachment, causing a deployment problem. The damages found on the bottom of the clip assembly were most likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gi endoscopy with a biopsy procedure performed on (B)(6) 2023. During the procedure, the clip did not trigger the shot. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that did not trigger the shot. Block h2: additional information: d4: lot number.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip that did not trigger the shot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gi endoscopy with a biopsy procedure performed on (B)(6) 2023. During the procedure, the clip did not trigger the shot. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.